Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
About seven months post implant it was reported that the right ventricular (rv) lead exhibited a rise in thresholds and a high rv threshold warning was triggered. No action was taken and the lead remains in use. No patient complications have been reported as a result of this event.